Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer's report of cracked tubing was confirmed. During visual inspection, a slice cut was noted in the tubing approximately .5 inch near the smartpocket. The slice cut was measured to be 0.1102 inches long. During functional testing, a leak was observed as fluid flowed through the slice cut. The root cause of the slice cut on the tubing was not identified.

Event description:
Customer reported cracked tubing. It was discovered after priming the set with normal saline in the recovery area. The set was not attached to a patient. Product was not on a patient at the time of the event. No additional information was provided.